Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2009, the lay user/pt contacted lifescan (lfs), alleging that this one touch ultra meter was reading inaccurately. The complaint was classified based on the customer care advocate (cca) documentation, since the medical surveillance specialist (mss) was unable to reach the pt by phone to obtain additional info. The pt reported that on the afternoon of same day, he obtained blood glucose readings of "430 and 376 mg/dl" with the subject meter, performed less than 10 minutes apart from each other. Based on statistical methodology, the calculated difference of these glucose results does not exceed the expected value of <=20%. The cca noted that the pt manages his diabetes with a set dose of insulin (type unk) and oral medications. The pt denied taking any action regarding his diabetes management as a result of the alleged issue. However, approx 15 minutes after obtaining the alleged inaccurate results, the pt claimed he developed symptoms of feeling shaky and sweaty. The pt denied receiving medical attention. At the time of troubleshooting, the cca noted that the pt was using the correct testing technique and cleaning the puncture area properly. This complaint is being reported, because the pt reportedly developed symptoms suggestive of severe hypoglycemia after the alleged inaccuracy began.